Event description:
It was reported that this right atrial (ra) lead exhibited undersensing on the right atrial (ra) channel. Technical services (ts) recommended further testing and sensitivity adjustments. No adverse patient effects were reported. This ra lead remains in service.